Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no other similar incidents reported from this lot. It should be noted the xience alpine electronic instructions for use states: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. However, do not manipulate, touch, or handle the stent with your fingers, which may cause coating damage, contamination or stent dislodgement from the delivery balloon. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
(B)(4) was received that states: everolimus eluting coronary stent inserted, balloon noted to be missing. Balloon did not stay with the stent when removed from package and inserted into the patient. What was the original intended procedure? Cardiac catheterization. Additional information received from the customer reported that the xience alpine stent dislodged from the balloon delivery system prior to use, but this was not noted until the delivery system was in the target lesion. The balloon was not inflated and it was removed from the anatomy without incident. The dislodged stent remained in the packaging. No additional information was provided.